Event description:
It was reported that the event occurred while in the cath lab prior to insertion. During pretest, using the syringe from the kit, the balloon would not inflate. As a result, the catheter was not used. A new kit was opened and used successfully. There was no report of patient death, complications or injury. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.